Event description:
Report received from (B)(6) stating that the device had hose damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and reported condition of "hose damage" was confirmed. During the pre-repair diagnostic assessment the device was found to have confirmed the reported issue of "hose damage". If additional information is received, a supplemental report will be sent. (B)(4).